Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) horizontal line was visible on the top display lcd. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the top lcd display. The fse then stated that the display passed in the service mode. The fse then completed the preventive maintenance (pm), which was performed with full calibration, functional testing and electrical safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received assy, display top lcd rohs serial number n/a with a reported unit failure of a horizontal line across display. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the assy, display top lcd rohs serial number n/a into the cardiosave test fixture and tested the display to factory specifications per procedure and the cardiosave service manual. The failure analysis and testing dept. Observed a horizontal line on the lower portion of the display, when the cardiosave was turned on. Please see attachment. The failure analysis and testing dept. Verified the failure of a horizontal line across the lower portion of the display. The display failed testing. Retaining the display per procedure.